Event description:
Device malfunction: foot break. Time of malfunction: unknown. Symptoms/ae: hemostasis achieved by unknown method. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an unspecified procedure. Reportedly, the device was returned stating "device failed". Detailed case description is unknown by the site reporter. Hemostasis was achieved by unknown method. During device evaluation on 2/29/2008, a posterior foot break was found. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found a posterior foot and posterior needle tip breakage. The plunger, suture, link, cuffs and anterior needle were not returned with the device. We were unable to determine the root cause based on the investigation findings. No mfg issues were detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.